Event description:
Pt is reported to have acquired a pseudomonas infection from using a bath (supplied by arjo).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.